Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide, with a 6fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, the needles could not be deployed. The sutures were not deployed. Manual arterial compression was applied for 10 minutes to achieve hemostasis. There was no reported adverse patient sequela. No femoral angiogram was taken. There was no reported clinically significant delay in the entire procedure. The physician is reportedly not trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method. Operator not trained. The perclose proglide instructions for use (IFU) states: this device should only be used by physicians (or allied healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and/or interventional catheterization procedures and who have been trained by an authorized representative of abbott vascular. Improper or incorrect procedure or method. Failure to follow steps/instructions. The perclose proglide IFU states: perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis of the returned device found the plunger was still in the deployed position with both cuffs engaged to their respective needle tips. The monofilament was clean cut and there was a gap between the two halves proximal end of the device. Based on the condition of the returned device, the plunger deployed properly with both cuffs successfully captured and did not confirm the reported needles could not deploy. Based on visual analysis of the returned device, the reported difficulties appear to be related to user error. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency. It was reported that the physician was not trained in the use of the proglide device. Per the instructions for use (IFU) under caution which states: this device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. It was reported that a femoral angiogram was not taken prior to the procedure. Per IFU: under arterial site and puncture considerations - perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery.